Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced pacemaker mediated tachycardia (pmt). The patient apparently was in the pmts for long period of time resulting in heart failure hospitalizations. The boston scientific technical services (ts) recommended reprogramming the device. This ICD remains in service. No additional adverse patient effects were reported.